Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The stent will be returned, however, the sds was discarded at the hospital. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated there was withdrawal difficulty with the stent delivery system (sds), the stent strut was uplifted proximately and dislodged during use. In addition, there was vascular access complication. The target lesion was the proximal left anterior descending artery (lad) to the distal lad. The lesion was a de novo, moderately calcified, diffused and moderately tortuous. The pre-procedure stenosis level was between 75% and 90% right brachial approach was chosen for the procedure. A cypher (2.5/28mm) sds was delivered distal to the lad using direct stenting technique. Angiography was conducted for positioning the stent at the target lesion; however, the distal vessel did not appear under angiography and was difficult to determining the position of the stent. Therefore, attempts to withdrawal the sds were made. The cypher stent became caught at the distal tip of the guiding catheter. Therefore, the sds was pushed back and forth in attempts to retrieve the system into the guiding catheter, however, the proximal edge of the stent became flared. Therefore, the physician determined to withdraw the sds and the guiding catheter as one unit, however, when the sds reached the tip of the sheath introducer, the stent became stuck with the sheath. The physician tried to removed the stent with the sheath as one unit, but the stent dislodged from the sds. The dislodged stent was on the guidewire and subsequently the unit was retrieved with a snare along with the sheath. During stent removal, the puncture site enlarged indicating that it was due to the stent passing through the groin. The bleeding was stopped overnight. It took overnight to stop the bleeding. To finish the procedure, left brachial approach was chosen and pre-dilation with a balloon (details unknown) was conducted and the ivus was conducted. Three cyphers (2.5/28mm, 3.0/28mm, 3.5/18mm) were implanted overlapping each other without issues. There was patient injury reported.